Event description:
The patient was revised on (B)(6) 2014 due to anomalies attributed to mom developed after the initial tha performed on (B)(6) 2007. After the initial surgery, the patient had been suffering mild pain for long time, and also had a tendency of gathering abnormal amount of joint fluid. Furthermore, after having the dislocation by falling down, her joint has become dislocated on multiple occasions. During the surgery, the surgeon found that the pseudotumors were thinly spreading over the wide area. The pseudotumors were removed, and the size of the metal head was changed from 28mm + 8.5 to 28mm + 12.0. The metal liner was also changed to poly-liner. The stem and cup were not removed because they did not show any loosening, and the surgeon concluded that it would be far more risky to remove them.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned femoral head and metal insert finds evidence to support the reported dislocation. Signs of either subluxation or heavy extraction damage are present on the edge of the acetabular insert. The femoral head has wear indicating it came into direct contact with the acetabular cup. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. No additional investigative inputs or event information was provided to customer quality. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.